Event description:
It was noticed that the patient with this inflatable penile prosthesis (ipp) experienced discomfort. The cylinder was buckling and oversized. The surgeon decided the new device was a better fit. The ipp was explanted and replaced. No additional patient complications were reported.

Manufacturer narrative:
H6. Evaluation conclusion codes updated.

Event description:
It was noticed that the patient with this inflatable penile prosthesis (ipp) experienced discomfort. The cylinder was buckling and oversized. The ipp was explanted and replaced. No additional patient complications were reported.

Event description:
It was noticed that the patient with this inflatable penile prosthesis (ipp) experienced discomfort. The cylinder was buckling and oversized. The surgeon decided the new device was a better fit. The ipp was explanted and replaced. No additional patient complications were reported.